Event description:
It was reported that in ukr case posterior peg hole was shifted medially from trial implant. Held the implant up to verify where to cut the peg holes before burring. Placed the burr in the trial hole, the holes and the colors matched. After burring, went to place the trial on and the posterior peg hole did not match. Doctor did burr the holes in rogue mode, but was dead on the center of the circles.

Manufacturer narrative:
H10, h3, h6: the device was used in treatment. Case screenshots and log files were returned for evaluation. DHR review found that the software version 6.0.01 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint at any point during the procedure, you observe that the handpiece tracker frame has become loose, tighten the tracker frame to the handpiece and recalibrate the handpiece. Fine adjustments can be made using the t-wrench. The twrench can prevent tracker movement by ensuring it is fully tightened. The navio system IFU also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The reporter noted that the surgeon drilled the holes in manual mode. While in manual mode, if the camera cannot see where the user is cutting because the handpiece tracker goes out of its view, the model in the software is not updated. Log files and case screenshots were reviewed but we were unable to confirm how the peg hole had shifted since the model in navio and the case screenshots do not match with the physical bone. It is likely that while the surgeon was cutting in manual mode, the handpiece tracker went out of the camera view. Since the model in navio they were looking at when they placed the bur in the trial hole was likely not updated to match with the physical bone, the model was not accurate and resulted in the holes appearing to be shifted.